Event description:
Same case as 1527460-2009-00061. The complainant reports inaccurate delivery. The reporter indicated the pt receives three feedings/day (each 4 oz of feed). On the third feeding the mother has to increase the rate to 300ml/hr and the full amount of feed is received in 50 minutes.

Manufacturer narrative:
(B) (4): the device reported is an abbott product that is marketed internationally and is the same or similar to a device that is marketed domestically. (B) (4)